Manufacturer narrative:
Continuation of medical devices: dtmb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed one short incident of t wave over-sensing. The lead remains in use and no patient complications have been reported as a result of this event.